Event description:
A report was received that the pt is having to charge her implant more frequently. A bsn sales representative analyzed the pt's database and confirmed premature battery depletion. An ipg replacement surgery has been recommended.